Manufacturer narrative:
Insulin pump was received with pump error 40 found in the history file and critical pump error (open book image) during testing. Unable to find the root cause, problem isolated to the electronic assembly. Device unable to perform displacement test, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self test or verify pump error 24 due to critical pump error (open book image) alarm.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had open book image on the screen. Customer's blood glucose level was 59 mg/dl. Customer reported before the open book image motor safety circuit failed test and power failure alarm was displayed. Customer was unable to clear the insulin pump errors, power loss alarm and program the insulin pump. Customer was advised to discontinue use of the device and revert to a back up plan. The insulin pump will be returned for analysis.